Event description:
It was reported that this right ventricular (rv) lead had high thresholds and could not capture at 7.5v and 2.0ms. The patient does not have a ventricular pacing indication, however approximately eight pulses did not capture. It was noted that the sensing and impedances were good. The physician performed defibrillation threshold (dft) test, however was unable to induce when shocked on the t wave. They were able to induce using fib high, which was successful and the patient was able to be captured at 15v at 1.1ms. Plan is to monitor at this time. The lead remains in-service.